Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted during an endovascular procedure for the treatment of a 68mm thoracic aortic aneurysm. The physician implanted a vamf3838c150tu followed by vamc4238c150tu proximal to celiac. It was reported during the index procedure following the implant of the two valiant captivia stent grafts, ballooning was completed with reliant balloon at the overlap section and distal graft seal zone. On the final angiogram a type ia endoleak was observed. The physician at first thought it was as a result of the patient anatomy measuring 33-35mm. The physician ballooned the top of the graft which improved the endoleak. Another angiogram was performed and the graft was then extended proximally with a vamf3838c100tu. Ballooning of the overlap of graft was performed with reliant balloon. Final angiogram showed no endoleak and case was a technical success. Postprocedure, a few hours later, the physician noted the patient had woken up and was moving all extremities, but then the patient coded and CPR was commenced but the patient expired. As per the physician the cause of death could have been due to a type a dissection, but without imaging the physician was not certain and could not rule out if the death was device related or due to other factors. No additional clinical sequalae was provided and the patient has expired.